Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was water leakage in the camera head connector section and poor image quality. The issue was discovered during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure image abnormality was not confirmed and water leakage from connector was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction water leakage from connector was caused by a component failure. In regard to the image abnormality, because the initial malfunction was not reproduced a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.